Event description:
Surgeon was attempting to remove the set cap from a previous fusion, the tip of the screw driver broke off into the set cap. The screw/rod/setcap was able to be removed no pieces were remaining in the patient. FDA safety report ID #(B)(4).